Event description:
It was reported the patient underwent an initial right total knee arthroplasty. Subsequently, approximately five months post-implantation, the patient received a bupivacaine injection for pes anserinus bursitis and iliotibial band tendonitis. The patient experienced resolution of symptoms and reported being satisfied with the outcome. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D10: 42532007102 - PSN TIB STM 5 DEG SZ E R - 67503156.42522100710 - PSN MC VE ASF R 10MM - 67375800 .43557003014 - CANARY TIBIAL EXT 14X30MM - 039570.42540000032 - PSN ALL POLY PAT 32MM - 67558901.110035368 - BIOMET BC R 1X40 US - AU14BE1202.H6: Mechanical (G04) - Femur.Customer has indicated that the product will not be returned to Zimmer Biomet for investigation. Once the investigation has been completed, a Follow-up MDR will be submitted.